Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and power loss. The power management tool confirmed power error 25 alarms and power loss alarms were triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes due to non-sleep anomaly software error. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected pump error 23, pump error 49, or pump error 68 alarms were noted during testing. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, faded end cap address label, and a minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power error detected, power loss alarm and experienced high blood glucose level and pump being shut off. The customer¿s blood glucose level was unknown. Customer declined troubleshoot for high blood level. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.